Event description:
A patient report experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 342, 375, 204 mg/dl. Tests were done within 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further informaiton has been reported.